Event description:
It has been reported to philips that the system was not turning on. No harm has been reported to philips. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. The fse replaced the host pc and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not switching on. Review of the log file indirectly indicate that the host pc had issues. The cause of the failure analysis determined the host pc component failure and the failed component was determined to be pxe-bios-chk. The fse found that the leds were not glowing in the host pc and determined that the host pc is faulty. The fse replaced the host pc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.